Event description:
The customer's wife reported via phone call that there is fluid under the lcd display. The customer went into a pond while wearing the insulin pump. The blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.